Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the basal graph on the customer's t:connect account had gaps from (B)(6) 2016. During troubleshooting with customer software support (css), the customer stated the graphs indicated that basal delivery would have stopped at 10:00 am, and that no insulin would have been delivered for the rest of the day. Reportedly, the customer has had normal blood glucose levels for the past two days and the pump appears to be working as intended. After reviewing the logs, cts indicated that the customer had received basal rate through out the day, and that there was a discrepancy with the basal graph.

Manufacturer narrative:
Corrected data: removed model number, catalog number and serial number.